Event description:
No change to previously reported event.

Manufacturer narrative:
Event summary: a legal claim was raised. It is reported, that a bilateral patient was revised now on the right side around 6 years post implantation due to pain, elevated metal ions, metallosis and fluid around his hip. It is also reported that the patient suffered from an infection post-revision after being treated for a strep. Infection. However, it is unlear when this infection developed, however he was hospitalized form august 17, 2017 thru august 22, 2017 for cellulitis and MDR that showed fluid around his hip. He was treated and released. There are no additional records or information to provide for the reported infection, neither in the surgical report or explant was no comment/information about that. Left side case:cpt120001738 (durom revision) device (stem) manufactured by zimmer inc., for right side: (B)(4). - review of received data: - surgical report of implantation, undated. The report describes the steps to implant a mmc cup, ml taper stem, metasul ldh head and metasul ldh adapter. The detailed steps for the assembly of the head with its head adapter on the stem are not described in the report. - device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Preoperative diagnosis: bilateral hip arthritis. Postoperative diagnosis: same. Procedure: right total hip arthroplasty. Operative findings: arthritic changes on both the femoral and the acetabular side of the joint. Procedure: the prodedure does describe something suspicious. Surgical report of explant, dated (B)(6) 2016. Preoperative diagnosis: metal toxicity secondary to metallosis ot the right total hip. Postoperative diagnosis: metal toxicity from a metal on metal right total hip. Operative findings: significant pseudotumor with fluid collection with heterotopic ossification.... Indications: the patient is probably close to 10 years status post bilateral total hips a few years ago.... The right hip has a zimmer mmcwhich has done very well but he has developed pain and increasing metal ions. Radiographically, he has no obvious loosening or malposition but he has elevated ions and pseudotumor.... Description of procedure: ... When I got to the trochanter, very obvious fluid collection and calcification of the tip of the trochanter....a very significant amount of fluid was noted and there was a lot of gray tissue indicative of metallosis.... I dislocated the head... There was very little metallosis araound the trunnion and really very little black tissue... The femoral and acetabular components were both left in situ as they were good positionated and well stable. Patient lable stickers were received, dated november 30, 2010. Surgical documentation, dated (B)(6) 2010. On the chapter about allergies it is stated under stubstance: nka. (Nka is the abbreviation for no known allergies, meaning no known allergies of any sort). Devices analysis: on the articulation surface of the metasul head there are several areas with dried organic deposits around and below the equator. An area with coarse scratches and some smeared material can be observed on the pole region of the head. It can be assumed that these originate from revision surgery. On the head taper there are several areas with dried organic deposits. Except for some organic deposits, there is nothing to report about the outer surface of the metasul head adapter. Surface changes due to fretting and corrosion could be observed on the inner surface of the head adapter. Review of product documentation: - the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Conclusion summary: according to the received information the prosthesis was implanted for approximately 6 years. The metasul head and metasul head adapter were revised due elevated metal ions and pseudotumor. The mmc cup and ml taper stem were not revised. In the revision report gray tissue indicative of metallosis was found after the skin incision was made. After the prosthesis was dislocated, a very little metallosis was seen around the trunnion. There is no mention about a pseudotumor in the description of the revision surgery. The reported elevated metal ions levels could not be verified against a reference because the values were not reported. More, without a histopathology report the metallosis situation cannot be confirmed. On the inner surface of the head adapter surface changes due to fretting and corrosion can be seen. It can be assumed that the elevated metal ions derived probably from these surface changes. The reason for these surface changes cannot be determined based on the current available data, but their cause is multifactorial. The conditions of mounting of the metasul head with its head adapter on the stem taper e.g. Impaction force, impaction angle, condition of the taper surfaces (dry, wet) are factors that influence the quality of the taper connection. As the assembly of the head with its head adapter on the stem are not documented in the surgical report of implantation it stays unknown if the recommended assembly procedure described in the surgical technique was followed. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
Additional: if follow-up, what type. Correction: date of report, PMA/510k, device evaluated by MFR. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend considering the following event is identified: fluid collection, pseudotumor, pain, elevated metal ions, metallosis. Event summary: a legal claim was raised. It is reported, that a bilateral patient was revised now on the right side around 6 years post implantation due to pain, elevated metal ions, metallosis and fluid around his hip. It is also reported that the patient suffered from an infection post-revision after being treated for a strep. Infection. However, it is unclear when this infection developed, however he was hospitalized from on (B)(6) 2017 to on (B)(6) 2017 for cellulitis and MDR that showed fluid around his hip. He was treated and released. There are no additional records or information for the reported infection. Review of received data: surgical report of implant, undated. Preoperative diagnosis: bilateral hip arthritis. Postoperative diagnosis: same. Procedure: right total hip arthroplasty. Operative findings: arthritic changes on both the femoral and the acetabular side of the joint. Procedure: the procedure does describe something suspicious. Surgical report of explant, dated on (B)(6) 2016. Preoperative diagnosis: metal toxicity secondary to metallosis ot the right total hip. Postoperative diagnosis: metal toxicity from a metal on metal right total hip. Operative findings: significant pseudotumor with fluid collection with heterotopic ossification. Indications: the patient is probably close to 10 years status post bilateral total hips a few years ago. The right hip has a zimmer mmcwhich has done very well but he has developed pain and increasing metal ions. Radiographically, he has no obvious loosening or malposition but he has elevated ions and pseudotumor. Description of procedure: when I got to the trochanter, very obvious fluid collection and calcification of the tip of the trochanter a very significant amount of fluid was noted and there was a lot of gray tissue indicative of metallosis. I dislocated the head there was very little metallosis around the trunnion and really very little black tissue. The femoral and acetabular components were both left in situ as they were good positionated and well stable. Patient label stickers were received, dated on (B)(6) 2010. Surgical documentation, dated on (B)(6) 2010. On the chapter about allergies it is stated under substance: nka. (Nka is the abbreviation for "no known allergies," meaning no known allergies of any sort). Devices analysis: no product was returned to zimmer biomet for in-depth analysis. The surgical report of explant state the devices were sent to the law firm, representing the patient in this case. Review of product documentation: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Root cause analysis: root cause determination using dfmea: increased release of wear particles due to 3rd body wear due to particles possible: the device is not available for investigation, the condition is unknown. Therefore, this cause cannot be excluded increased release of wear particles due to clamping and impingement possible: no x-rays were received. The implant position of the device cannot be evaluated. Therefore, this cause cannot be excluded. Increased release of wear particles due to scratches on articulated surface from surgeons possible: the device is not available for investigation, the condition is unknown. Therefore, this cause cannot be excluded. Increased release of wear particles due to dislocation, subluxation not possible: no dislocation and/or subluxation experienced by the patient reported. Therefore, this cause can be excluded. Foreign body reaction due to not suitable material not possible: biocompatibility specification certify the product biocompatibility of the device. Therefore, this cause can be excluded. Conclusion summary: neither x-rays, devices or photos of the explanted implant were received; therefore the condition of the component is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Therefore, an exact root cause cannot be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to describtion of event.

Manufacturer narrative:
This follow-up report is being filled to relay additional information: new information received: device has been received by manufacturer. The product investigation is currently ongoing, a follow up report will be submitted when additional information becomes available. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays for review. Surgical reports were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
A patient is pursuing a product liability claim. It was reported that the patient was implanted a metasul ldh, head, 50, code p, taper 18/20 on the right side on (B)(6) 2011 and the patient underwent revision surgery on (B)(6) 2016 due to pain, elevated metal ions, metallosis, pseudotumor, fluid collection.